Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment/slda was likely related to challenging patient anatomy. The mr was an outcome of slda. Additionally, the reported patient effects of mitral regurgitation (mr) as listed in mitraclip instructions for use is a known possible complication associated with mitraclip procedures. The reported poor imaging resolution was due to imaging quality/equipment. The hospitalization and additional therapy/non-surgical treatment were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda), recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse and visualization was difficult due to image quality. On (B)(6) 2020, one clip was successfully implanted, reducing mr to 1. On (B)(6) 2020, it was noted that the clip became detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The physician stated that the cause of the slda was possibly due to the high mobility of the prolapse on the posterior leaflet. The patient remained hospitalized. Then on (B)(6) 2020, the patient underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.